Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a pt, the device prompted "replace batteries" and shut down. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.